Event description:
Reportable based on device analysis completed on 05dec2025. A flexima all purpose drainage was returned to the quality assurance with no reported allegation. However, returned device analysis revealed a stent detached.

Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR: the device was returned for analysis. The trocar, metal cannula, flexible cannula, the stent, the suture and the key were returned for analysis. It was possible to observed that the stent was detached at the hub section. Also, the original box was returned, and it was observed that the pouch information matches with the complaint information.